Event description:
The customer reported a false negative result with the ID now covid-19 performed on (B)(6)2022 with a nasopharyngeal swab sample. Pcr confirmation testing was performed using on the same day (B)(6)2022) generated positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted for initial and investigation completion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.